Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. Boston scientific technical services (ts) calculated a safe replacement interval of 90 days. The pacemaker device remains in service. No adverse patient effects were reported.